Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced non-healing at the pocket incision. The implantable pulse generator (ipg) was removed and the right atrial (ra) lead and right ventricular (rv) lead were partially explanted. No further patient complications have been reported as a result of this event.